Manufacturer narrative:
Information contained in this report was previously submitted through asr on 20/jul/2015. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was underweight, had a broken shell, non-penetrating nicks, and a dark ring. A microscopic analysis was performed which identified a sharp edge opening with non-penetrating nicks assessed as a surgical impact opening on the posterior side. A dimension measurement in the shell was performed which identified the shell thickness within the specification. Based on the device analysis, the final assessment is a sharp edge opening with non-penetrating nicks due to a surgical impact, and non-penetrating nicks (stress marks).

Event description:
Healthcare professional additionally reported a "possible lump" in "right upper outer breast."